Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris texium smartsite low sorbing secondary set was leaking the following information was received by the initial reporter with the following verbatim customer response received on 21-mar-2025. 1. Could you please provide more details about the issue you're experiencing with the "31" sec set w/texium and hanger low sorb"? What specific problems have you encountered? They leak from the texium connection. Sometimes it is a few drops other times it leaks at a substantial rate. 2. Can you please provide an exact date of event in this format mm-dd-yyyy? 6 leaking units from (B)(6). 4. Was there any patient harm, injury, complication or negative outcome that occurred as a result of this event? Delay in patient care for a pediatric patient trying to receive chemotherapy. Customer response received on 31-mar-2025. 1. As you mentioned '6 leaking units from (B)(6),' could you please confirm if all six leakages occurred with the same patients? If not, could you specify how many patients were affected? One patient had two products leak, then 4 other patients had leaking secondary sets. So a total of 5 patients.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of texium leakage could not be verified due to the product not being returned for failure investigation. Although we could not confirm the reported failure, a trend has been identified and actions have been initiated to investigate the texium leakage issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information provided.